Event description:
The pt was revised because of osteolysis and poly wear of the insert.

Manufacturer narrative:
The products were not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the products to examine; however, polyethylene wear after approx seventeen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.